Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The device history records were reviewed and no discrepancies were identified. Medical records were provided and reviewed by a healthcare professional. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - persona medial congruent articular surface right 10mm catalog #: 42522100910 lot #: 64473419, persona cruciate retaining standard porous femoral component catalog #: 42502807002 lot #: 64873370, persona all poly patella catalog #: 42540000041 lot #: 64775342. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, swelling, limited range of motion, ambulation difficulties and tibial implant loosening approximately one (1) year post-operatively. Initial operative notes did not note any intraoperative complications. At the patient's one-month post-operative visit, the patient reported increased pain and swelling after being very active and was advised to moderate his activity level. At the patient's nine-month post-operative visit, the patient reported worsening knee pain, swelling, limited range of motion, stiffness and loss of strength. The surgeon reported that the intraoperative findings during the revision were consistent with aseptic loosening of the tibial component. All components were removed and replaced. At the patient's one-month post-operative visit following the revision, the patient was reported to be improving.